Event description:
It was reported to medtronic minimed that the customer experienced the loss of communication between insulin pump and transmitter, rewind anomaly, stuck buttons on the pump as well as lost sensor alarm. The customer was also received sensor updating and calibration not accepted alert. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7841zn, mmt-7040a. Troubleshooting was performed for loss of communication issue and the issue was resolved by inserting new sensor. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-7841zn. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the event or incident date change which was not included in the initial report. So, the correct event or incident date has been changed from 26-apr-2025 to 23-may-2025 as per new additional information and which is updated in section b3. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locks properly into the reservoir compartment. Test guardian link 3 transmitter pairs successfully to pump. Sensor pairs successfully with pump and transmitter. Programmed a calibration of pump with 240 mg/dl; pump successfully calibrated entered in bg value, no calibration not accepted alarm was noted. All buttons were tested for their functionality and all passed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, and pillowing keypad overlay unresponsive buttons and rewind anomaly were not confirmed during testing. No com pump to xmtr (lost sensor alarm) was not confirmed during testing. Moisture damage was noted found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.